Manufacturer narrative:
The customer reported the power cable and power supply were damaged due to fire. The connex spot monitors are intended to be reused by clinicians and medically qualified personnel for monitoring of non-invasive blood pressure, pulse rate, non-invasive functional oxygen saturation of arteriolar hemoglobin (spo2), vs1respiration rate, and body¿s temperature in normal and axillary modes of neonatal, pediatric and adult patients. The most likely locations for patients to be monitored are general medical or surgical floors and general hospital and alternate care environments. This product is available for sale only upon the order of a physician or licensed health care professional. Inspection of the device is pending, and investigation is ongoing. Results will be provided by a final report.

Event description:
Customer reported a cable fire occurred at the power supply; the power supply and bushing were charred. It was reported that a faint clicking sound was heard when the device was unplugged, and smoke began to appear. This report was filed in our complaint handling system as complaint #(B)(4).

Event description:
Customer reported a cable fire occurred at the power supply; the power supply and bushing were charred. It was reported that a faint clicking sound was heard when the device was unplugged, and smoke began to appear. There was no adverse event reported.

Manufacturer narrative:
The device was returned for inspection. Investigation found that a short occurred at the ac power input of the power supply. Due to the burn pattern on the pcb and the possibility of liquid ingress, the power supply had ac power applied in a short circuit state (tens of ohms, to hundreds of ohms) to the extent that the ac input fuses did not open and current continued to flow. This caused heat to be generated. Based on this it is determined that the burned pcba inside the power supply likely resulted from a short caused by liquid ingress which also caused the charring reported on the power cable at the end that inserts into the power supply. The connex spot monitors are intended to be used by clinicians and medically qualified personnel for monitoring of noninvasive blood pressure, pulse rate, noninvasive functional oxygen saturation of arteriolar hemoglobin (spo2), and body temperature in normal and axillary modes of neonatal, pediatric and adult patients. Monitoring respiration rate from photophlethysmogram (masimo rrp) is indicated for adult and pediatric patients greater than two years old. The most likely locations for patients to be monitored are general medical or surgical floors and general hospital and alternate care environments. This product is available for sale only upon the order of a physician or licensed health care professional. The 7000-ps is the connex spot monitor 35 watt power supply. The power supply was replaced to resolve. Although there was no adverse event associated with this complaint, if the power cable were to catch fire during use it could lead to serious injury or death.